Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed motor test. The pump was unable to verify no delivery alarm due to prime anomaly. The pump was received with minor scratched display window, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed a second motor error in a week. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that she had one motor error in the alarm history in the last 30 days. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.